Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: silicone rubber clog. The event is detectable/preventable by handling the product in accordance with the following IFU. Gif-h190n operation manual 3.8 inspection of combination functions with related devices cleaning/disinfection/sterilization edition ¿chapter 5 reprocessing of endoscopes (and accessories reprocessed together), chapter 6 reprocessing of accessories, chapter 7 reprocessing of endoscopes and accessories using an automated endoscope reprocessor¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.